Event description:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl, indicating that the plates were not working. There was reportedly no patient involvement. The fse evaluated the device on site. The field service engineer (fse) determined that the medium switched internal paddles of the heartstart xl defibrillator were not functioning properly. This issue was identified as the root cause of the alleged malfunction reported regarding the plates not working. The fse then replaced the faulty paddles with new ones to resolve the issue. Finally, the fse tested the device thoroughly to ensure that it was functioning properly before returning it to use. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the medium switched internal paddles. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse replaced the faulty medium switched internal paddles to resolve the issue. After thorough testing, it has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.